Manufacturer narrative:
E3-non health care professional; e2-no a definitive root cause of the reported issues cannot be identified. A device history record review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): the following statement is found in the "warning" section of the instruction manual "storage": - when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. The camera cable may break. The following descriptions are found in "warnings" in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. The following statement is found in the "precautions" section in the instruction manual "for safe use_handling and general precautions": ·if the electrical contacts of the video connector are bumped, the video connector may be damaged. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera cable on the main unit side was disconnected, image noise was generated and corrosion at the electrical contacts of the video connector was noted. There was no patient involvement.